Event description:
This is a solicited case report received from a pharmacist in (B)(6) on 06-jul-2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(6)/reimb. Study description: essure generic reimbursement program. On (B)(6) 2016 essure (fallopian tube occlusion insert) was inserted with lot number e25515. It was reported that during insertion procedure an unusual breakage of essure insert with no trailing coils occurred. Anatomical reason to insertion difficulty: tortuous fallopian tube. Bilateral insertion was performed with device concerned by the event. Physician was not trained to essure insertion procedure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, an unusual breakage of essure insert with no trailing coils occurred. This event is unlisted according to essure's reference safety information. Cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician stated patient's tortuous fallopian tube was the anatomical reason for the insertion difficulty. Additionally, he was not trained to essure insertion procedure. Although these conditions could have been a contributory role in the reported event, considering it occurred in association with essure procedure causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. (B)(4)) inserted. The report describes a case of device breakage ("unusual breakage of essure insert: no trailing coils") and complication of device insertion ("complication of device insertion"). Other product or product use issues identified: circumstance or information capable of leading to device use error "physician was not trained to essure insertion procedure" on (B)(6) 2016 and device difficult to use "device insertion difficult" on (B)(6) 2016. The patient's past medical history included fallopian tube deformity. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The relationship of complication of device insertion and device breakage to treatment with essure was not reported. The reporter commented physician was not trained to essure insertion procedure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1661 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 25-jul-2017: update of quality-safety evaluation of ptc. Sample received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Lot number e25515 (production date (B)(6) 2015, expiration date (B)(6) 2018). As of (B)(6) 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2016: ptc investigation result. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, an unusual breakage of essure insert with no trailing coils occurred. This event was previously regarded as unanticipated in the reference safety information for essure, however upon receipt of the product technical analysis (ptc), which stated that the possibility of micro-insert breaking is an anticipated event; it was amended to anticipated. Cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician stated patient's tortuous fallopian tube was the anatomical reason for the insertion difficulty. Additionally, he was not trained to essure insertion procedure. Although these conditions could have been a contributory role in the reported event, considering it occurred in association with essure procedure causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. E25515) inserted. The report describes a case of device breakage ("unusual breakage of essure insert: no trailing coils") and complication of device insertion ("complication of device insertion"). Other product or product use issues identified: circumstance or information capable of leading to device use error "physician was not trained to essure insertion procedure" on (B)(6) 2016 and device difficult to use "device insertion difficult" on (B)(6) 2016. The patient's past medical history included fallopian tube deformity. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The relationship of complication of device insertion and device breakage to treatment with essure was not reported. The reporter commented: physician was not trained to essure insertion procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation for ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.